Event description:
The device was used during an inguinal hernia repair procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.